Event description:
Staff members were treating a pt (age and gender unk) during a code situation and the unit's monitor screen intermittently displayed a "can not charge" message. This staff was using a multifunction cable and electrodes to treat the pt. The pt did not survive the code. The complainant indicated that the malfunction did not contribute to the pt outcome.